Event description:
On 09/20/2024, it was reported by an arthrex employee via (B)(4) that an ar-18700-09 driver shaft was twisted. This occurred during a case that carried on and was completed successfully with backup parts.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the driver with the screw head.